Event description:
A technician was removing a bottle from the instrument and the bottle broke. The technician was wearing a lab coat and gloves but did receive a cut. She received a tetanus shot. No other information was available.

Manufacturer narrative:
Retention samples from the same lot were visually inspected for any broken and/or cracked vials. All results were satisfactory. Review of the batch history record did not identify abnormalities as related to this issue. Although bd is unable to confirm any issues that would have contributed to this event, we will continue to closely monitor this type of issue. Bd will continue to educate the customer concerning proper handling of bactec bottles and any breakage that may occur.